Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the customer experienced a blood glucose level of 256 mg/dl after delivering a bolus for the carbohydrates consumed. A system check was performed and air bubbles were observed along the infusion tubing. The customer primed the tubing, until no air bubbles were observed.